Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens had to be explanted due to bent haptic caused by a technician error. The incision was enlarged in order to remove the lens and sutures were required. A backup lens was implanted with no issues. The patient¿s capsular bag was damaged due to a prior injury. Patient was scheduled for an anterior chamber washout one month after surgery, where no swelling or redness was noted. Vision is 20/400. A follow up with the patient will take place in another three weeks.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces, with the optic cut or torn in half and one haptic broken off. The cause of the damage cannot be determined. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. It was determined that the delivery device used during lens implant was not validated for use with the li61se lens. Based on this note and the available information, user error was the most probable root cause for this event.